Event description:
It was reported that the patient¿s dorsal column stimulator and generator malfunctioned. They had their device removed. It was noted that the patient¿s pain was better and they had no longer used the stimulator.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had not used the stimulator for years. The patient was reported as experiencing soreness which was caused by the generator site, for this reason the patient wanted the stimulator removed. It was stated that no patient symptoms were related to this event. The lead and stimulator were removed. It was noted that the patient did require hospitalization due to this event.

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3998 lot# v014785, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3550-29; product type accessory product ID neu_silicone anchor; product type accessory product ID neu_silicone anchor; product type accessory product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 37711 serial #(B)(4) showed no significant anomalies but it was observed that the battery had reduced capacity due to the overdischarge occurrence. The device was received with no telemetry. A physician mode recharge (pmr) procedure was performed and the telemetry was noted as ¿okay¿. According to the trace report obtained from the device after the pmr recovery, the total recharge count was 35. The last recorded recharge session while the device was implanted was on (B)(6) 2010 where was recharged for 3 hours and 50 minutes and the battery charged from 3.425 volts to 3.880 volts. The parameter trend diagnostic section of the trace report showed patient usage after this recharge session. It was noted that the battery discharged to the lock mode on (B)(6) 2010. It was reported that the device battery discharged rapidly. Good stable output was noted after the device recovered. Analysis of extension model 3708240 serial # (B)(4) showed no significant anomalies. Analysis of lead model 3998 serial #(B)(4) showed no significant anomalies. Analysis of the accessory boot/plug model 3550-29 showed no anomalies analysis of both the returned anchor accessories showed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.